Event description:
This report is being filed upon notification from our mr MFR of an event that occurred. Problem: the pt was scanned with the torso xl coil with their head first into the magnet. Pillow and blankets were used to keep sufficient distance between coil, cables and pt, however, these shifted while moving the pt. The pt received a second degree burn immediately after the scan on the right knee at the side of the popliteus. A second degree burn of 2 cm on the right knee at the side of the popliteus. Pt was treated with flamazine.